Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device returned from repair with an error to the door, as well as patient side occlusion. The facility biomed department replaced the door clamp and both pressure sensors. Biomed calibrated the device, performed preventative maintenance and the device passed all tests. No patient involvement was reported.

Manufacturer narrative:
The reported issue of patient side occlusion; door clamp failure could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. A review of the device history record showed the device had a manufacture date of 08/04/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in was performed for the sn (B)(6) confirmed similar complaints with the same or related failure mode for this customer under tw complaint (B)(4) and sap (B)(4).

Event description:
It was reported that the device returned from repair with an error to the door, as well as patient side occlusion. The facility biomed department replaced the door clamp and both pressure sensors. Biomed calibrated the device, performed preventative maintenance and the device passed all tests. No patient involvement was reported.